Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned icy catheter (lot #190607). A bonding leak was observed at the distal end of the medial balloon during the functional testing in the peristaltic pump test. The probable root cause of the bonding leak could be a latent defect in the bond. Visual inspection of the returned catheter showed no physical damage. Dried blood residue was observed on the catheter's balloons. During the functional leak test of the returned catheter, all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. No issue was observed, and the balloons did not leak during inflation and deflation. During further functional testing, the returned catheter was connected to the known-good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. A bonding leak was observed at the distal end of the medial balloon, confirming the reported problem. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints for the icy catheter with lot number 190607.

Event description:
A patient was placed into controlled hypothermia by ivtm therapy after cardiac arrest. The icy catheter (lot #190607) was smoothly inserted into the patient's right femoral vein in a single insertion attempt. No adjunctive temperature management or relative procedures were performed on the patient prior to the ivtm therapy. The patient's body temperature at the start of the treatment was 35.5 °c, and the target temperature was set to 34 °c at the max rate to cool the patient. About 18 hours after the initiation of the treatment, the thermogard system generated an "air trap" alarm. There was no blood ting in the tubing, but the customer observed a decrease in the level of the saline solution in the saline bag. No saline solution was found on the floor, the patient's bed, or the console. The customer suspected saline leakage from the catheter, and about 200 ml of saline solution to have infused into the patient's bloodstream. The customer powered off the thermogard system and removed the catheter. The "air trap" alarm was cleared, and no device malfunction was reported on the thermogard console. The customer continued the temperature management therapy using an alternative method. No patient injury was reported. The patient was sedated and intubated but in stable condition.